Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope needed disinfection and a leak test . There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the inside of the lens was dirty.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the distal end and forceps elevator had foreign material or a stain. Also, water tightness in the forceps elevator was lost. In addition to the inside of the light guide lens being dirty, the evaluation findings are as follows: the grip had a scratch, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the "right/left" knob had a scratch, the scope connector cover unit had discoloration, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the image guide protector had a scratch, the distal end had corrosion, the cover of the light guide bundle was damaged, the light guide lens had a crack, the connecting tube's coating was peeling, the distal, the adhesive around the light guide lens was dirty, the adhesive around the objective lens had wear, and there was corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.